Manufacturer narrative:
This report is submitted on july 1, 2021.

Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma. Reimplantation is planned but has not yet taken place at the time of this report.